Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is not delivering the shock. Device in use but no harm or delay in therapy to patient .